Event description:
It was reported that the 2600 system presented a "regulator fail" error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to the working as intended and placed back into service.